Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam sponge was outside of the minicap but located within the package. This event occurred before use just after the packages were opened. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.